Event description:
The event was identified during reprocessing for a prostatectomy procedure which was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see section b for updates obtained from customer follow up response . The device was returned to the regional investigation center for inspection and the reported failure was confirmed. Evaluation found cracks in the cord section. In addition, device evaluation found watertightness failure, and image failure (ccd flooding was noted). Based on investigation results, cable damage, cracks in the cord section was noted, likely causing the image failure and flooding. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device cracked in a cord section. There were no reports of patient harm.